Manufacturer narrative:
Clinical evaluation: the file has been assessed for the necessity of the performance of a clinical investigation. There is no documentation or indication that any fresenius device(s) caused or contributed to a serious adverse patient outcome. Therefore, the completion of a clinical investigation is not warranted at this time. Should additional information become available regarding a serious adverse event experienced by a patient and/or user related to a fresenius device(s) and/or product(s), please re-submit for a clinical investigation review and the need for a clinical investigation will be re-evaluated accordingly.

Event description:
A peritoneal dialysis nurse reported that a peritoneal dialysis patient passed away on (B)(6) 2017 of natural causes unrelated to peritoneal dialysis therapy. The patient was not connected to the cycler at time of death.

Manufacturer narrative:
Device evaluation: the device was not returned to the manufacturer for physical evaluation and the failure mode cannot be confirmed. However, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. All device history records (DHR) are reviewed and released according to the DHR review checklist and release procedure. A device is not released if it does not meet requirements or is nonconforming. In addition, the device record review confirmed the labeling, material, and process controls were within specification.

Event description:
A peritoneal dialysis nurse reported that a peritoneal dialysis patient passed away on (B)(6) 2017 of natural causes unrelated to peritoneal dialysis therapy. The patient was not connected to the cycler at time of death.